Event description:
A ventilator was returned to a third party service center for evaluation. The device was not in patient use. During the evaluation of the device at the third party service center, high and hot temperature alarm codes were found in the ventilator's downloaded error log. The device's thermistor needs to be replaced to address the issues.